Event description:
Rptr has performed extensive research on ventilation devices, with a specific interest in transport ventilator and has worked cooperatively with numerous ventilator manufacturers. Recently made awareof device, rptr obtained a sample and subjected it to the standard testing protocol. Rptr used for other transport ventilators. Because of the serious deficiencies in the device, rptr did not perform the full battery of testing other transport ventilators are subjected to. Rptr found the ventilator to be of poor design with the potential to harm pts, largely due to the delivery of excessive tidal volumes to pts with decreased lung compliance. In unintubated pts, there is the potential for severe gastric insufflation. This is due to the fact that it is a pressure limited device similar to many older "resuscitators" specifically designated by the aha to be unacceptable for use during resuscitation. The ventilator often failed to cycle in the automatic mode. It is rptr's opinion that the device suffers from serious deficiencies that make it unacceptable for use on humans, and recommends that MFR reconsiders marketing this device.